Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in pacing inhibition and asystole. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.